Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient emergently underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair rupture of an abdominal aortic aneurysm. It was reported that the right internal iliac artery was intentionally covered by a device; however was not embolized as the access to the artery could not be obtained. The final angiography revealed a type ii endoleak originating from lumber artery, and the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2014, CT images showed that the endoleak persisted with the aneurysm measuring 75x73mm. Subsequent follow-up CT images showed that the aneurysm shrunk to 70x64mm. It was unknown if the endoleak persisted. On (B)(6) 2015, CT images showed that the endoleak persisted with the aneurysm enlarging to 77x72mm. On (B)(6) 2015, an additional endovascular procedure was performed to repair the endoleak whereas the lumber artery was coil embolized. It was reported that the artery was successfully embolized; however the final angiography showed another type ii endoleak originating from branches of the left internal iliac artery. On (B)(6) 2015, another additional endovascular procedure was performed to repair the endoleak whereas the left internal iliac artery was coil embolized and a gore® excluder® aaa endoprosthesis contralateral leg component was additionally implanted at the left leg, extending into the left external iliac artery. The final angiography showed that the endoleak seemed resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Other devices involved in this event are pxc201200j/11349393, pxc201000j/10321453a, pxc161000j/11341136, and pxc121400j/11316338. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.